Event description:
Total hip replacement (B)(6) 2008, surgeon dr (B)(6). Had to have a revision due to loosening and osteolysis also blackening at screws, high levels chromium/cobalt. Device was s-rom total hip system with a depuy pinnacle acetabular cup, metal insert lot#2489-494, metal on metal femoral head lot#2440949. Revision surgery done by dr (B)(6). Reason for use: right hip avascular necrosis.